Event description:
According to the reporter, during a proximal humerus procedure, the surgeon was using the proximal humerus insertion guide and a k-wire got stuck and snapped off inside the proximal k-wire hole. The surgeon had to remove the insertion guide because the k-wire was stuck and could not be removed. Nothing was left in the patient and the surgeon used another insertion guide to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Product development evaluation noted that the insertion guide has a piece of the k-wire stuck in it. The threaded tip was sticking out of the underside of the proximal k-wire hole and the tip was significantly bent upward. The edges of the k-wire hole were damaged. The holes were no longer round on either side of the plate. Both the proximal and distal edges of the hole on the top surface and the underside of the plate were deformed, with burrs raised up. There is brown discoloration around all the etching on the part. The returned part was manufactured in june 2003 and has been in use for over 8 years without issue. The wire was removed and the piece had score marks over the portion that was previously within the plate prior to removal. It appears that the wire was not inserted straight through the hole as intended. If the wire is inserted off-axis, it is subjected to significant side loading which may damage or break the wire due to contact against the edges of the plate instead of it passing through with minimal resistance and loading. If inserted off-axis, it will be subjected to higher than expected side loading and contact with the plate hole may also damage the wire. Based on the condition of the tip of the returned wire and the edges of the plate hole, it appears that this part was inserted off-axis which led to the breakage noted in the complaint. The investigation found the complaint condition was due to mis-use and is therefore invalid.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.